Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and calcification for a mitraclip procedure. During the first grasping attempt with an ntw clip, both leaflets were successfully captured. While closing the clip the color changed on the echocardiogram and it was noted there was a new color jet coming through the posterior leaflet. The grasp was released and the clip removed to the atrium. A small leaflet perforation was noted in the posterior leaflet where the clip arm met the tissue during the grasp. Per the physician, there was no perforation noted prior to the case and it was attributed to the significant calcium within the valve. The case was aborted and the patient is going to go for a surgical consult. Mr before and after the procedure was grade 4. There was no clinically significant delay and no adverse patient sequelae (patient was stable).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to patient morphology/pathology. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed. There is no indication of a product issue with respect to manufacture, design or labeling.